Manufacturer narrative:
(B)(4). Batch # n9137h . The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed 1 conforming clip and it ejected 9 clips; finally, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the feeding incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a thyroid procedure, the surgeon says applier is not loading properly, firing roughly and inconsistent clip gap. Another like device was used to complete the procedure. There were no adverse consequences for the patient.